Manufacturer narrative:
An internal tear was observed near the nail head of the cannula, causing an internal leak. It can be confirmed that the corrosion is due to the internal tear. The internal tear cannot be directly linked to the 0x22 alarm. Lot release records were reviewed, and the product lot met all acceptance criteria locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone17.4. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to greater than 250 mg/dl while wearing the pod between 1 and 4 hours on the hip/buttocks. Investigation of pod found damage to the cannula.

Manufacturer narrative:
An 0x22 alarm was observed in the data, indicating main is in critical hazard alarm. Though presence of the alarm was confirmed, the cause of the reported hazard alarm could not be determined. Corrosion was observed on the needle mechanism, chassis, pcb, and batteries. An internal tear was observed near the nail head of the cannula, causing an internal leak. It can be confirmed that the corrosion is due to the internal tear. The internal tear cannot be directly linked to the 0x22 alarm. Lot release records were reviewed, and the product lot met all acceptance criteria locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone17.4 cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.